Event description:
It was reported that the patient with this pacemaker system reported to have chest pain and lightheadedness. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. No programming changes were made. The device remains in service. No adverse patient effects were reported.